Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and during the flushing of the vizigo¿ sheath, the physician noticed a small air bubble and was not able to clear it. The physician suspected a possible breakage of the valve and requested the replacement of the sheath. The vizigo¿ sheath was replaced and the issue was resolved. No adverse patient consequence was reported. Additional information was received. It was reported that there was no dislodgement of the hemostatic valve. However, there was air in the clear hub that could not be cleared with aspiration. There was an apparent leak somewhere in the hub or side port. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. No blood return was observed.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and during the flushing of the vizigo¿ sheath, the physician noticed a small air bubble and was not able to clear it. The physician suspected a possible breakage of the valve and requested the replacement of the sheath. The vizigo¿ sheath was replaced and the issue was resolved. No adverse patient consequence was reported. Additional information was received. It was reported that there was no dislodgement of the hemostatic valve. However, there was air in the clear hub that could not be cleared with aspiration. There was an apparent leak somewhere in the hub or side port. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. No blood return was observed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. The irrigation test was performed and a leakage from the side port was observed. Microscopic examination of the side port was performed, and it was observed that the adhesive from the side port to the irrigation tube was broken and with a bubble. It was determined that the observed issue is related to the manufacturing process. A supplier internal corrective action has been created to investigate the bubbles in adhesive between hub and side port tube. A device history review was performed for the finished device number lot 00002548 and no internal action related to the complaint was found during the review. The air flows back issue reported by the customer was confirmed due to the broken adhesive condition. The instruction for use contain the following recommendations: flush all components before use; from the side port only, aspirate all air prior to fluid infusion; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).